Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 33x3mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After engaging a non-bsc guide catheter and crossing a non-bsc guide wire, pre-dilatation was performed with 2x12mm maverick balloon catheter. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6). Device evaluated by MFR: promus element stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 33x3mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After engaging a non-bsc guide catheter and crossing a non-bsc guide wire, pre-dilatation was performed with 2x12mm maverick balloon catheter. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.